Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site on (B)(4) 2016. After evaluation of the instrument, the cse carried out a total service call protocol. The cse discovered a wash 1 fluid leak at the connection to the manifold for dispense port 3. The cse replaced the fitting, primed fluid lines and verified no leaks. The cse replaced the aspirate guides due to worn wash guide deals. The cse cleaned debris from all three reagent probes, verified reagent probes are straight. The cse ran calibrators and quality controls, and the system was operational. A siemens headquarter support center (hsc) specialist evaluated the event data. Hsc concluded that the leak of wash1 from dispense port 3 would have little impact on the ipth assay, as water is used as a wash agent for ipth. Hsc could not determine the cause of qc being out of range. This event also identifies an off-label use as the advia centaur xp ipth assay is not cleared for intra-operative use. The instruction for use (IFU) states in the intended use section the following: "for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur and advia centaur xp systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism, hypoparathyroidism, or hypercalcemia of malignancy." The cause of quality controls being out of range is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
On (B)(6) 2016, an intra operative patient sample scheduled for intact parathyroid hormone (ipth) testing on the advia centaur xp instrument was delayed due to quality controls (qc) being out of range on the instrument. The customer stated that patient samples were run. It is unknown if samples were run while qc was out of range or if discordant results were obtained and reported to the physician(s). The customer stated patient samples will be rerun after service. A siemens customer care center (ccc) representative called the customer on (B)(6) 2016 for follow up. The customer stated the intra operative patient had to repeat all pre-operative testing. The physician had cancelled the pth surgery. In addition, the customer stated the qc being out of range caused delays in reporting human immunovirus (hiv) testing, and the instrument was down for two days which affected patient care for prenatal and emergency room patients due to a delay in diagnosis. The customer stated specific data will not be available. The customer also stated that three estradiol results had to be corrected.

Manufacturer narrative:
The initial MDR 2432235-2016-00165 was filed on april 06, 2016. Additional information (04/15/2016): the customer provided patient data for the discordant estradiol results reported in the initial MDR. The customer corrected two patient result. In addition to intact parathyroid hormone (ipth), quality controls were out of range on the (B)(6) and estradiol methods. The (B)(6) results were lost and had to be repeated once the instrument was operational.

Event description:
On (B)(6) 2016, in addition to intact parathyroid hormone (ipth), quality controls were out of range on the (B)(6) and estradiol methods. All estradiol results were repeated. The (B)(6) results were lost and had to be repeated once the instrument was operational.